Event description:
Healthcare professional later reported "pain, hardening, breast deformity, Capsular Contracture Baker grade III, uncertainty regarding treatment, distress, waterfall-type deformity and flaccidity". Affected side is left. The device remains implanted.

Manufacturer narrative:
Additional, Changed, and/or Corrected Data: A2, B2, B5, D1, D2a, D2b, D4, D6a, G2, G4, H4, H6.A review of the Device History Record has been completed. No deviations or non-conformances noted.The event of capsular contracture is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Reason for reoperation: capsular contracture, Baker grade III (pain, hardening, breast deformity, waterfall-type deformity, flaccidity).

Manufacturer narrative:
THE EVENT OF LYMPHOMA ¿ ALCL SUSPECTED IS A PHYSIOLOGICAL COMPLICATION AND ANALYSIS OF THE DEVICE GENERALLY DOES NOT ASSIST ALLERGAN IN DETERMINING A PROBABLE CAUSE FOR THIS EVENT. NO CONTACT INFORMATION WAS PROVIDED FOR THE INITIAL REPORTER, THEREFORE ADDITIONAL EVENT, PRODUCT, AND/OR PATIENT DETAILS ARE NOT ATTAINABLE. REASON FOR REOPERATION: "I AM SUSPECTED OF BIA- ALCL AND I AM UNDERGOING TESTS FOR IT".

Event description:
PATIENT REPORTED "I AM SUSPECTED OF BIA- ALCL AND I AM UNDERGOING TESTS FOR IT". THIS RECORD IS FOR THE LEFT SIDE. DEVICE REMAINS IMPLANTED. HISTOPATHOLOGICAL MARKERS CD30+ AND ALK- HAVE NOT BEEN RECEIVED, HENCE THE REPORT OF ALCL HAS NOT BEEN CONFIRMED.